Event description:
Customer reported that something moved between the display and shield to block the bottom display. Physio-control evaluated the device and observed that the internal foam spacer placed around the display monitor was covering a portion of the device's display. There was no report of pt use associated with the issue.

Manufacturer narrative:
(B) (4). Physio-control replaced the display assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed display assembly at the failure analysis center and verified that the foam spacer has moved.